Event description:
It was reported that the barrel clamp recall and primary audible alarm background test occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by the front corner. There was a primary audible alarm background test found in the event history log. Customer stated problem could not be verified after flow and occlusion tests. The root cause of the reported issue could not be determine. Replaced speaker as a preventative measure. A corrective and preventative action has been opened to address the reported issue.